Event description:
Patient had a spinal cord stimulator implanted. It stopped working. The patient had to have a surgical procedure in order to remove the defective device. The surgery revealed positive findings of shredding of the electrodes and complete loss of isolation. The patient developed severe exacerbation of rsd symptoms when the device stopped working.